Manufacturer narrative:
A ge representative evaluated the system and reseated a video cable. The system operates as intended.

Event description:
It was reported there was a loss of live image. No patient injury was reported.